Manufacturer narrative:
Consumer stated they swallowed the metal shaft from their toothbrush handle.

Event description:
Consumer called stating that they while they were brushing their teeth, the brush head fell of and the metal shaft fell out and went down their esophagus. Medical attention sought.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. Consumer has not responded to multiple contact attempts.